Manufacturer narrative:
Acmi confirms customer's complaint and damage to scope. The cause of the issue is due to customer misuse. The customer used a 0 degree scope to perform a resection. The instructions for use, 99-1031 rev e, for the eiwe working element clearly states in section 3.1 to only use the 12 degree or 30 degree telescope for resection. Reference: (B)(4).

Event description:
The cutting loop started to break in surgery so the customer switched the cutting loop and the m3-0 scope and the new loop started to arc and it blew out of the side of the sheath and melted the scope down to the optics.